Manufacturer narrative:
Devices returned to ams lot/serial numbers: (B)(4). Implanted devices lot/serial numbers: (B)(4). Package was rated undeterminable, investigation is ongoing.

Event description:
It was reported that during a procedure on (B)(6) 2011 the device was opened but was not used due to foreign material described as "blue fuzz" surrounding the packaging. The opened device was rec'd by ams on (B)(6) 2011. The device (lot/serial # (B)(4)) contained both the cylinders. There was blue foreign material noted in both the exterior and interior surfaces of the package and on the cylinders. There was loose blue foreign material on the exterior and interior surfaces of the trays, on the paper cover the exterior of the box. Most of the blue material was less then 1 mm in size with a few measuring approx 2 mm long. Lot history was checked which indicated that there were 4 add'l devices in the lot, 2 were implanted (lot/serial# (B)(4)) and 2 were in the ams's warehouse (lot/serial # (B)(4)). The two devices were rec'd from the warehouse unopened the analysis revealed both devices have similar blue foreign material on the exterior surfaces of the device trays and paper covers. No foreign material was identified in the interior packaging; all of the foreign material was isolated to the exterior of the packaging. The 2 devices that were not implanted (lot/serial# (B)(4)) were analyzed. Currently there are no complaints reported to ams. Through add'l investigation ams has concluded the blue foreign material found in the opened package (lot/serial# (B)(4)) appears to have been transferred into the interior of the packaging. The blue foreign material is unk to ams and has been sent to an independent external lab for analysis. This complaint will be updated as add'l info becomes available.